Event description:
It was reported that the patient developed a major infection. The patient presented to the clinic on (B)(6) 2021 for a routine follow up when the driveline exit site showed a slight discharge. Cultures were taken of the site and the results were pending. On (B)(6) 2021, the patient called the clinic to report the site looked worse and more reddened. The patient was put on doxycycline while the results were pending. The first cultures were taken did not provide sufficient results, so treatment was adjusted accordingly. It was later reported that the cultures at the driveline exit site were negative for infection and was only on doxycycline for a total of 14 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU),and the heartmate 3 lvas patient handbook, rev. C, are currently available. Although it was reported the patient's cultures were negative for infection, the IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a major infection. The patient presented to the clinic on (B)(6) 2021 for a routine follow up when the driveline exit site showed a slight discharge. Cultures were taken of the site and the results were pending. On (B)(6) 2021, the patient called the clinic to report the site looked worse and more reddened. The patient was put on doxycycline while the results were pending. The first cultures were taken did not provide sufficient results, so treatment was adjusted accordingly. It was later reported that the cultures at the driveline exit site were negative for infection and was only on doxycycline for a total of 14 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.